Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with a left ventricular assisted device (lvad) back in october. Since then, the patient has received three inappropriate shocks due to noise that is being oversensed from the lvad device. Additionally, the device exhibited a premature battery error message which is most likely due to magnet used during the lvad implant. The patient was programmed to primary 1x vector. Technical services recommended programming to alternate. However, r-waves were noted to be small. The device was programmed to alternate with 2x gain. It was noted that smart pass was programmed off. Technical services discussed programming options again. Now, the device is showing noise when programmed in alternate. It was suspected that the sicd system may not be ideal for the patient. The field representative will discuss with the md as they may consider a transvenous device. The patient is currently hospitalized. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with a left ventricular assisted device (lvad) back in october. Since then, the patient has received three inappropriate shocks due to noise that is being oversensed from the lvad device. Additionally, the device exhibited a premature battery error message which is most likely due to magnet used during the lvad implant. The patient was programmed to primary 1x vector. Technical services recommended programming to alternate. However, r-waves were noted to be small. The device was programmed to alternate with 2x gain. It was noted that smart pass was programmed off. Technical services discussed programming options again. Now, the device is showing noise when programmed in alternate. It was suspected that the sicd system may not be ideal for the patient. The field representative will discuss with the md as they may consider a transvenous device. The patient is currently hospitalized. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with a left ventricular assisted device (lvad) back in october. Since then, the patient has received three inappropriate shocks due to noise that is being oversensed from the lvad device. Additionally, the device exhibited a premature battery error message which is most likely due to magnet used during the lvad implant. The patient was programmed to primary 1x vector. Technical services recommended programming to alternate. However, r-waves were noted to be small. The device was programmed to alternate with 2x gain. It was noted that smart pass was programmed off. Technical services discussed programming options again. Now, the device is showing noise when programmed in alternate. It was suspected that the sicd system may not be ideal for the patient. The field representative will discuss with the md as they may consider a transvenous device. The patient is currently hospitalized. At this time, the system remains in service. No additional adverse patient effects were reported.